Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag became dislodged from a clearlink system non dehp solution set which resulted in a leak of an unspecified fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.